Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a history of exhibiting high out of range shock impedance measurements of greater than 125 ohms. The patient was brought in for testing, a 41 joule shock was delivered however afterwards, the ICD lost telemetry and it was unable to be interrogated anymore. A magnet application was unable to elicit any tones. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an evaluation of this ICD was performed. The pg case was removed and the device was observed to have a blown plasma fuse. No arc marks were noted on the outside of the can.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a history of exhibiting high out of range shock impedance measurements of greater than 125 ohms. The patient was brought in for testing, a 41 joule shock was delivered however afterwards, the ICD lost telemetry and it was unable to be interrogated anymore. A magnet application was unable to elicit any tones. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.